Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 5:00pm, the patient came home an dnoticed that the cgm was "high". They were thirsty, had cramping muscles and passed out. The patient's niece was there and called 911. When ambulance arrived, they checked a bg and it was 504 mg/dl while the cgm was still showing "high". The patient was treated with insulin. After a few minutes, the patient's readings stayed the same so they took her to the hospital. At the hospital, the patient was treated with unspecified medication. The readings on the cgm and the patient's fingerstick became lower after treatment. The patient was discharged from the hospital around 1:00am on (B)(6) 2025. Eventually, the sensor failed when the patient got home. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.